Event description:
The manufacturer received information alleging the device would not charge resulting in a drop in the patient's spo2. The patient's family stated the device powered off for five minutes after an "ac power disconnected" alarm occurred. The patient's spo2 dropped to 80%. They had to replace with the backup battery and backup power cord. After replacing both, the patient fully recovered. The pms clinical expert reviewed the drop in patient's spo2 and has assessed this as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. No further action is required, and this will be reported as a product problem. During the evaluation of the device a different ac power cord was used to check operation, because the ac power cord that was used at the time the incident occurred was not included. The issue could not be reproduced. The error log was checked, it was confirmed that "ac power disconnected" occurred, "removable battery depleted", and "internal battery depleted" was recorded repeatedly, culminating in a power loss alarm. There were no errors indicating a malfunction of the device. As a verification, an inspection of the power supply was conducted, and no abnormalities were found. The technician documented that there was nothing abnormal with the device but believes a result of the ac power cord being used was disconnected, therefore the device was unable to charge, and so the alarm did not sound when the ac power cord was connected and disconnected. Since the ac power cord was not included, the device's ac power cord was replaced. Additionally, a periodic maintenance 2 was performed and the device's air inlet foam filter, particle filter and muffler assembly were replaced as regulated by maintenance procedure to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).

Manufacturer narrative:
The manufacturer previously reported information received alleging the device would not charge resulting in a drop in the patient's spo2. The patient's family stated the device powered off for five minutes after an "ac power disconnected" alarm occurred. The patient's spo2 dropped to 80%. They had to replace with the backup battery and backup power cord. After replacing both, the patient fully recovered. The pms clinical expert reviewed the drop in patient's spo2 and has assessed this as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. No further action is required, and this will be reported as a product problem. During the evaluation of the device a different ac power cord was used to check operation, because the ac power cord that was used at the time the incident occurred was not included. The issue could not be reproduced. The error log was checked, it was confirmed that "ac power disconnected" occurred, "removable battery depleted", and "internal battery depleted" was recorded repeatedly, culminating in a power loss alarm. There were no errors indicating a malfunction of the device. As a verification, an inspection of the power supply was conducted, and no abnormalities were found. The technician documented that there was nothing abnormal with the device but believes a result of the ac power cord being used was disconnected, therefore the device was unable to charge, and so the alarm did not sound when the ac power cord was connected and disconnected. Since the ac power cord was not included, the device's ac power cord was replaced. Additionally, a periodic maintenance 2 was performed, and the device's air inlet foam filter, particle filter and muffler assembly were replaced as regulated by maintenance procedure to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). This report serves to update new information received related to the previously submitted decision. The pms clinical expert revaluated this case and based on the information currently provided and available, it was reported that the device was unable to charge due to the power cord. The device powered off for 5 minutes resulting in the patient's spo2 decreasing to 80%. Spare detachable batteries were used and a backup power cord. The patient recovered upon the device powering on, and no further medical intervention was noted. This adverse event has been assessed and categorized as a serious injury, severity 2. The power cord evaluation confirmed the power cord was significantly bent and indicated a break near the connector. No causal relationship of the device to the patient¿s outcome has been found, however contribution of the device to the patient adverse event has been confirmed. This event has been assessed with a harm severity 2. Further review of (B)(4): risk matrix trilogy - current revision has linked the alleged event to risk tag evo_17.1. The predicted severity associated with this risk tag is congruent with the allegation of patient harm as severity 2. No additional actions are required nor any further escalation. The adverse event section of box b: patient outcome coding and health impact sections of box h: have all been updated to reflect the clinical expert decision.